Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc, (B)(4). The microcatheter was returned for evaluation. The returned microcatheter was missing the distal tip. Microscopic observation of the distal segment found that the distal end of the braid tube was seen at the tip breakage surface; therefore, the tip was separated at approximately 2mm for the tip end. The innermost polymer tube was stretched from the tip breakage end. On the remaining tip surface, a dent likely made by contacting calcium and circumferential cracks caused by tensile stress were observed. Shaft strands proximal to the tip were found disarranged due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress was applied on the tip of the microcatheter likely when it was being trapped in the calcified lesion. Tensile stress generated with catheter removal would exceed the product's design limit and eventually led the tip to be torn apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the procedure was to treat a diffused 90-99% stenosis with moderate calcification in the om branch of the lcx. After a second wire would not cross an 18mm target lesion and several failed attempts to cross the lesion with balloons, an asahi microcatheter was advanced into the lesion but would not cross. Upon attempting to remove the catheter, the tip was left behind and remained in the patient's artery and there was no flow in the artery.